Manufacturer narrative:
Patient medications include; multiple vitamins, ibuprofen, aspirin, fish oil, losartan, lipitor and pantoprazole. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. After deployment of the trunk-ipsilateral leg component, angiography reportedly showed unintentional partial coverage of the right hypogastric artery. It was reported there was no distal movement of the device during deployment. The physician elected to leave the device partially covering the right hypogastric artery, as the intra-operative imaging showed a slow filling of the right hypogastric artery. Final angiography showed complete exclusion of the aneurysm and the patient tolerated the procedure. It was reported the cause of the unintentional coverage was due to the extremely tortuous right common iliac artery. The physician had elected to implant a longer device in order to compensate for the tortuosity of the iliac artery and the distance to the hypogastric artery. No intervention has been planned or schedule to address the partial coverage of the right hypogastric artery. The physician will continue to monitor the patient.